Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years, 10 months due to aortic prosthetic stenosis and insufficiency. Through follow up, the health care provider indicated that this event was due to patient related factors and not a device malfunction. The explanted valve was replaced with another edwards bioprosthesis.

Manufacturer narrative:
Additional manufacturer narrative: based on the operative report received from the health-care provider, the subject valve was very tightly placed within the native aorta. The aortic struts were grown into the sidewalls on each side. It was a very, very difficult extraction. Once the valve was extracted the surgeon thought about putting in a 19mm valve, but after washing a valve decided that it was not in the best interest of the patient. The surgeon went ahead and performed a posterior root enlargement and was able to get the root up to accept a 21mm. A 21mm edwards valve was placed. The aortic was enlarged using a gusset of hemashield platinum graft. It was a single patch which was used to close the entire aorta. The patient was off crossclamp in a ventricular type of rhythm, rate of 30. Per our follow-up, it was learned that the patient expired on (B)(6) 2012, approximately 27 days after the procedure. Based on the death summary provided, the patient's post operative course was characterized by multiple aspiration events and multiple respiratory arrests requiring mechanical ventilation. The patient was noted to have accumulated a large amount of subcutaneous emphysema. This bad prompted a bronchoscopic evaluation of the trachea and revealed a large posterior tracheal laceration extending about 4-5cm into the right main stem bronchus. It was decided that the patient's condition was guarded and that survival after a thoracotomy with primary tracheal repair would be unlikely. Comfort care measures were decided upon and the patient was extubated with comfort care only on (B)(6) 2012. The patient had increased respiratory decline and a decrease in her mental status. On the day of the death, the patient slowly developed progressive hypotension and eventually a respiratory arrest. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional information regarding the event has been requested (e.g. Operative report, discharge summary), however, it has not been provided at this time. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth) and insufficiency. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.